Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 587mg/dl. The customer experienced nausea and vomiting. The father stated that they wanted to put him back on the insulin pump, but he was getting no delivery alarms. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found no delivery and low reservoir alarms. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.